Manufacturer narrative:
The date of event is unknown. A supplement report will be submitted if provided. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for fiber breakage, dents on distal edge, flickering image, gap on video connector and missing screws was traced to component failure. However, the most probable cause for debris and stain in cover glass and dirt in objective unit could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited fiber breakage, dents on distal edge, flickering image, debris and stain in cover glass, dirt in objective unit, gap on video connector and missing screws. There was no patient involvement.